Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the down button dented has to double press to get response. The customer was assisted with troubleshooting. Customer stated that they were not able to complete rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify audio or vibrate anomalies and motor error alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on up and down. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).